Manufacturer narrative:
This MDR is being submitted late, as part of a corrective action taken pursuant to an FDA inspection conducted at the facility in 2008.

Event description:
An information technology analyst reported that their installation of the perinatal system was impacted by the pfils issue described in a letter sent to ge customers in 2008, regarding an issue that could possibly result in the centricity perinatal application recording non-identifiable patient information to the incorrect file. There was no report of adverse patient outcome associated with this report.